Manufacturer narrative:
(B)(4). Batch: r5a08k. Investigation summary: the analysis results showed that one gst60d reload was received with no apparent damage and un-fired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete, and the staple line was noted to have 9 staples missing, the staples meet the staple form release criteria. The cartridge was disassembled and 5 double drivers missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cartridge pan was detached from the cartridge when the cartridge was loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.